Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027.

Event description:
The user received an alert "shock delivered" but was not able to open the report though smartview platform. It should be noted that a shock was delivered following induction tests before activation of the remote feature. When the report was correctly transmitted, no egm was available. This report and the follow-up performed on (B)(6) 2014 confirmed that the subject alert was related to the only shock delivered since implantation (following induction test) and the alert was still present although interrogation of the device was performed after the induction tests. An enhancement of the alert occurrence was required.

Event description:
The user received an alert "shock delivered" but was not able to open the report though smartview platform. It should be noted that a shock was delivered following induction tests before activation of the remote feature. When the report was correctly transmitted, no egm was available. This report and the follow-up performed on (B)(6) 2014 confirmed that the subject alert was related to the only shock delivered since implantation (following induction test) and the alert was still present although interrogation of the device was performed after the induction tests. An enhancement of the alert occurrence was required.